Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed the functional test. The power on self-test was successfully performed. External & internal inspection was performed and revealed no problems. Device successfully completed a short simulated therapy. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was heart attack. The patient was not hospitalized prior to death. It was reported that the patient was performing peritoneal dialysis therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.